Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the flow rate is not reliable. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. A review of the device history record shows that this unit released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the flow rate is not reliable on the enteral feeding pump.